Event description:
It was reported that the ventilator generated fluctuations in o2 concentration. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported fluctuations in o2 concentration were not reproduced during test of the returned oxygen gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The failure was confirmed in received device logs. We could trace back the reported problem to (B)(6) therefore the date of event was determined as (B)(6) 2017. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).